Event description:
It was reported that the right ventricular lead was explanted due to oversensing and an apparent lead fracture. No patient complications have been reported as a result of this event.